Manufacturer narrative:
The lot number for the verio test strips listed in this pi should be 4031684. This was the box which the vial of ultra test strips (lot number 3876917) was returned in.

Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging incorrect product. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.